Event description:
It was reported that after deployment of a vascular stent in the sfa, the outer catheter of the delivery system split. The delivery system, guide wire, and introducer sheath were removed together as a single unit. Eval of the returned device revealed a complete detachment of the inner catheter and the outer sheath. No pt injury was reported.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.